Manufacturer narrative:
The device has been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating the device overheated during surgery. Injury did not occur. It is unknown if surgical delay or medical intervention occurred. There is no additional information provided.